Manufacturer narrative:
The unit did not have any button responses due to an unlocked lcd keypad connector. The unit had a broken reservoir tube lip, a minor scratched lcd window, a cracked case at the reservoir tube window corner, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a low reservoir alert. Customer stated the lancet device broke. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 376 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.